Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy pacemaker (crt-p) system a signal artifact monitor (sam) episode was recorded. The sam was triggered during the activation of the minute ventilation (mv) feature as high out of range impedance measurements were found on the right atrial (ra) lead. The clinical representative indicated that the lead was working as expected, and it was programmed into unipolar configuration. In addition, an alert for the ra amplitude was noted. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.